Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the patient and suction was applied from the side port before catheter insertion, air was aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. Air contamination into the patient has not been confirmed. No additional venipuncture was performed. Only the dilator was inserted into the hemostasis valve.